Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during user that the unit was alarming that the battery had been activated. Additionally, the nurse indicated that the prongs on the power cord had melted out of the wall socket and the wall outlet showed thermal damage. The unit had switched to back up battery and continued to run. There was no patient injury reported.

Event description:
It was reported during user that the unit was alarming that the battery had been activated. Additionally, the nurse indicated that the prongs on the power cord had melted out of the wall socket and the wall outlet showed thermal damage. The unit had switched to back up battery and continued to run. There was no patient injury reported.

Manufacturer narrative:
The affected us-style power cord of the evita xl was manufactured in december 2011 and was evaluated onsite by dräger service. In addition, the log file was secured for analysis. The log entries confirm that the devices switched from ac mains to battery operation at the time of event which in combination with the event information indicates that the fuse of the hospital had blown. Based on the analysis the situation was likely cause by mechanical damage of the inner cable strands or contacts. This caused an increased current load which resulted in a high temperature event limited to a small area. Due to the pvc material softening from the increased temperature, the damaged pin was probably pulled out when removing the power plug from the wall outlet. If the mains power cord fails to deliver mains voltage to the ventilator, the device will automatically switch over to the battery without interrupting the running ventilation. Evita infinity v500 will post a visual and auditory alarm in order to inform the user about the battery has been activated. The affected plug is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment. Thus, in case of an overloaded component the risk of fire is minimized. A life span is not defined for the power plug, though improper handling might reduce it. The hospital should check the power cords during the device inspection and replace them if there are bent pins on the power plug or wear on the cable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.